Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the initial 20mm sapien 3 valve may have been too small for the patient¿s annulus, resulting in worsening pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 20mm sapien 3 valve was implanted in the aortic position and none to trace paravalvular leak (pvl) was observed. Approximately 1 year and 5 months post procedure, the patient presented with hf symptoms. Upon testing, moderate to severe pvl was noted. A second 20mm sapien 3 valve was implanted. Through investigation it was concluded that the original valve may have been undersized for the patient¿s annulus size. The physicians believe the patient should have had a 23mm sapien 3 valve implanted to begin with and not a 20mm sapien 3 valve.